Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the jaws were difficult to open. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: one lf5544 was received and evaluation of the returned device confirmed the reported condition. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use (IFU) cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the jaws were difficult and impossible to open. Another device was used to complete the procedure. There was no injury to the patient.